Event description:
The reporter indicated that the pt was brought into the clinic because of sensing "issues" seen during transtelephonic monitoring. Impedance is satisfactory while the pt is lying on her back, as are capture and sensing thresholds. However, when the pt is sitting up, noise is annotated on the iegms and high ventricular impedance is seen on telemetry. The device will be evaluated further, including a chest x-ray. The reporter also stated that the unipolar impedance was good, and the noise mode disappeared when the device was programmed to the unipolar mode.